Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR numbers: 1221359-2022-00528, 1221359-2022-00529.

Event description:
The customer reported false negative results with the binaxnow covid-19 antigen self test for 2 patients this MFR. Report addresses test 3 of 3. The customer reported a false negative result with the binaxnow covid-19 antigen self test. The customer states the following "I recently tested my 33 week pregnant dtr twice- negative. Went to ER, same night of last test and she was positive for cov2sars. My other daughter tested my granddaughter, all in same home. Her tests were negative also and she is sick as well..." No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.